Event description:
The customer reported to olympus, the insertion part of the evis lucera elite bronchovideoscope was noted to be crushed. Upon inspection of the customer¿s returned device it was observed, the insertion coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, the following findings were observed: the insertion part serpentine was crushed, the bending angle was insufficient, poor insertion of the treatment tool was observed in the forceps channel, the coat of the light guide (lg) serpentine was peeled off, the rotation mechanism does not rotate smoothly, the curved rubber adhesive was missing, there were scratches on the universal cord, and there were scratches on the scope connector contacts. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The unique device identification (UDI) is unknown. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the assignable causes were determined to be the failure caused by stress during operation, external factors or handling but it could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.